Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a removal surgery on (B)(6) 2021 due to hardware irritation. No devices were returned for evaluation. The device history records for the sk14 were reviewed and no issues were identified during the manufacture or release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. Based on the available information, there were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate. It was confirmed that the patient's bones were completely fused. No other patient outcomes were reported as a result of this event.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2020, all hardware was removed in a removal surgery on (B)(6) 2021 due to hardware irritation. There were no deficiencies or malfunctions alleged/found with any tmc device and the patient's bones were completely fused. No other patient outcomes were reported as a result of this event.